Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, and f10.

Event description:
It was reported that a 27mm valve, implanted approximately for three (3) years and three (3) months, was explanted due to endocarditis, vegetation, and partial dehiscence. A 25mm valve was implanted in replacement. The patient was transported while intubated to the intensive care unit in critical condition. The patient was discharged on pod #5 in good condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that a 27 mm bioprosthetic aortic valve, implanted approximately for three (3) years and three (3) months, was explanted due to unknown reasons. Replacement valve is unknown.